Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported of having high blood glucose of over 600 mg/dl. Troubleshooting found that the customer tried all remedies to lower their blood glucose. No further details given.